Event description:
The user facility reported experiencing decreased gas exchange 2.5 hrs into a cardiovascular bypass procedure. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the pt's lungs was provided to assure adequate oxygenation. The case was reportedly completed successfully with no complications or injury to the pt.

Manufacturer narrative:
Method - involved device is in transit to the mfg facility in (B)(6) for eval. A supplemental f/u report will be submitted when the eval results are available. A review of the complaint files confirmed that this lot number has not been reported previously. There are many complex clinical variables, such as pt condition and/or various medications, which may have been related to the events observed during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. All currently available info has been filed by qa at the mfg facility for appropriate tracking, trending and f/u. As stated above, a supplemental f/u report will be submitted when the returned sample eval results are available. (B)(4).